Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of power and air blowing issues. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca with electrical damage, iso port with contamination, modem with electrical damage, inlet/outlet seal with contamination. The customer complaint was reproduced. There was one error has been identified.